Manufacturer narrative:
Major bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details. Correction has been update din d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a (B)(6) year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage a. The patient¿s comorbidities were unknown. The care team reported bleeding at the access site, and an rn called for assistance. The provider was at the bedside, and groin management best practices were reviewed. The patient survived to explant. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.